Event description:
(B)(6) / on (B)(6) 2026, inspire model 2580 was implanted in my chest and the wires up my neck and attached to a nerve on my tongue. This is a sleep apnea device that I was told would take care of my severe sleep apnea problem. A month after the installation, they tried to activate the device, and it would not activate. They told me, I need more time to heal and after another 7 weeks, they tried to activate the implant again. They tried numerous times and were using several frequencies, but they couldn't get the device to activate. They were running all kinds of diagnostic tests to determine the problem and were unable to diagnose the problem. During these tests, I felt a severe pain in my jaw and caused me to jump up from my seat. This happened two times. They have sent me for x-rays twice to try and see if the device is installed properly and determine the problem. I still do not know what is wrong. I get pain on the right side of my jaw since the problems with the diagnostic tests. I don't know what to do and am scared. The company doesn't appear to know what the problem with the device is. The doctor is relying on what he is told by the manufacturer of inspire. I fear for my health, due to this defective device. Additional product details: sn remote: (B)(6), manufactured 5/19/2025 bar code- (B)(4).